Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address bg. Tandem technical support performed a pump system check and determined the pump functioned as intended. Customer¿s bg level lowered to 430 mg/dl, and customer declined further troubleshooting and follow up with tandem technical support.